Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that customer had low blood glucose level. Customer's blood glucose was 23 mg/dl. It also reported that the drive support cap was in place. Insulin pump passed the high pressure test successfully. Customer will not return the device for analysis.